Manufacturer narrative:
(B)(4).

Event description:
It was reported that t1 was inserted and then t2 was unable to be deployed off the end of the inserter. T1 was removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device shows the actuator is protruding out of the distal end of the needle. No ts or suture remain on the needle or were returned. The insertion needle is dramatically bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the aforementioned damage. No root cause related to the manufacturing process can be established. After the evaluation the root cause for the reported issue was determined to be user error.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.